Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a gastrectomy bypass, the shell was opened for assembly, after the introduction of the handle in the shell, the screen was still off. Reassembly was done again and issue was not resolved. It was noted the handle was off and even putting it on the charger it would not charge. The sales representative was informed of the incident and went to the hospital and performed analysis of the components and it was identified that the problem was in the handle because it was not loading, the screen was off. A product from a different manufacturer was used to resolve the issue. There was no patient involvement.